Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation but the investigation is not complete. When the results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator started to smoke and quickly alarmed vent inoperable (inop) during ventilator power up. The customer confirmed that there was no patient involvement associated with the reported event.